Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had hardware low level failures alarm on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed for pump error alarm. Customer stated had calibration not accepted and bg not available afterwards. Customer stated that no rewind was done, error is on self -test. Error appeared twice during the self-test after replacing battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. No calibration not accepted alert. However, hardware low level failures alarm (variableinfo=3) confirmed in the pump history due broken trace on keypad assembly.